Event description:
It was reported that during a coronary stent procedure, the physician experienced deflation difficulties. Several attempts were made to deflate the balloon. Company is attempting to obtain additional info regarding this event. Pt status is listed as "okay".